Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Three random sealed reservoirs were inspected and no anomalies were noted. Occlusion test was performed and no occlusion was noted.

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 465 mg/dl. Customer stated she filled the reservoir with insulin and it was delivering fine and daughter's blood glucose started going up. Customer noticed that the reservoir was not delivering insulin. Customer declined to do troubleshooting for high blood glucose. Customer stated the reservoir was clogged and will return the item for analysis. Advised the customer the reservoir would be replaced. No further information provided.